Manufacturer narrative:
Sivaraman a, ramasamy v, aarthy p, sankar v, sivaraman pb. Safety and feasibility of freehand transperineal prostate biopsy under local anesthesia: our initial experience. Indian j urol. 2022 jan-mar;38(1):34-41. Doi: 10.4103/iju.iju_222_21. Epub 2022 jan 1. Pmid: 35136293; pmcid: pmc8796764. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the adverse event without identified device or use problem could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, g4, h6 (component). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an journal paper of "indian journal of urology" of article titled, "safety and feasibility of freehand transperineal prostate biopsy under local anesthesia: our initial experience", that sometime later post transperineal prostate biopsy procedure to determine the safety and feasibility of transrectal ultrasound guided free hand transperineal prostate biopsy, out of fifty patients, there was two occurrences of hematuria, one occurrence of urinary retention and forty patients experienced pain. It was further reported that hematuria was subsided with conservative management and urinary retention was managed with catheterization and starting alpha blockers. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Sivaraman a, ramasamy v, aarthy p, sankar v, sivaraman pb. Safety and feasibility of freehand transperineal prostate biopsy under local anesthesia: our initial experience. Indian j urol. 2022 jan-mar;38(1):34-41. Doi: 10.4103/iju.iju_222_21. Epub 2022 jan 1. Pmid: 35136293; pmcid: pmc8796764. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an journal paper of "indian journal of urology" of article titled, "safety and feasibility of freehand transperineal prostate biopsy under local anesthesia: our initial experience", that sometime later post transperineal prostate biopsy procedure to determine the safety and feasibility of transrectal ultrasound guided free hand transperineal prostate biopsy, out of fifty patients, there was two occurrences of hematuria, one occurrence of urinary retention and forty patients experienced pain. It was further reported that hematuria was subsided with conservative management and urinary retention was managed with catheterization and starting alpha blockers. The current status of the patient is unknown.